Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was informed to continue using it. They were also instructed to call back if the malfunction recurred, which it did not after the reset. Follow-up attempts to contact the customer were unsuccessful.